Manufacturer narrative:
B1 adverse event - corrected - no malfunction. B5 - executive summary - updated. D4 gtin - updated. H4 manufacturing date ¿ added. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H1 type of reportable event - corrected - no malfunction. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when operator tried to deflate the subject balloon of balloon catheter, nothing happened despite continuous aspiration at the balloon lumen. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Update: based on additional information received from gfe response on 10-feb-2025, it is clarified that the subject balloon of the balloon guide catheter failed to deflate outside the patient during preparation and not inside the patient during use.

Event description:
It was reported that when operator tried to deflate the subject balloon of balloon catheter, nothing happened despite continuous aspiration at the balloon lumen. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.